Event description:
It was reported that when patient had her cardiac device interrogated, the deep brain stimulation soletras were going back to factory settings. Patient's caretaker stated, devices were only 1-2 inches apart. Patient's caretaker was redirected to hcp. At the time of this report, no further details were reported. Additional information was requested and will be provided when available. For previously reported lead revision refer to MFR # 3004209178-2010-06878.

Manufacturer narrative:
(B)(4).